Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of multiple occurrences of questionable ise indirect na, k for gen.2 results from a cobas 6000 c (501) module. The sodium results for 7 patients were a reportable malfunction and the potassium result for 1 patient was a reportable malfunction. For patient 1 the initial sodium result was 151 mmol/l with a repeat result of 141 mmol/l. For patient 2 the initial sodium result was 154 mmol/l with a repeat result of 143 mmol/l. For patient 3 the initial sodium result was 158 mmol/l with a repeat result of 142 mmol/l. For patient 4 the initial sodium result was 160 mmol/l with a repeat result of 146 mmol/l. For patient 5 the initial sodium result was 175 mmol/l with a repeat result of 182 mmol/l. On (B)(6) 2019 for patient 6, the initial sodium result was 180 mmol/l with a repeat result of 142 mmol/l. The initial potassium result was 7.05 mmol/l with a repeat result of 5.6 mmol/l on (B)(6) 2019 for patient 7, the initial sodium result was 168 mmol/l with a repeat result of 152 mmol/l. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The sodium and potassium electrode lot information was requested but was not provided. The customer stated that they have been having sporadic ise alarms. A field engineering specialist found some dirt on the rinse station. He found and removed some crystallization on the washing unit. He rinsed the washing unit, replaced a valve unit, replaced the rinse station tubing, adjusted the volume of the rinse station, exchanged the ise acrylic block, and exchanged and adjusted the tips of the rinse unit. The investigation is currently ongoing.

Manufacturer narrative:
The field service engineer returned and exchanged sv27 and 28 (both in ise sipper line). The investigation determined that the issue found by the field service engineer was the root cause of the event.